Event description:
Customer called to report the reservoir had air bubble issues. Blood glucose reading was 246 mg/dl. The customer also had trouble filling the reservoir. Customer was calling about a past issue and mentioned that the current reservoir was working correctly. Advised the customer on the proper way to fill the reservoir and how to avoid creating air bubbles. Advised that the reservoir will be replaced. Call was disconnected. Called the customer back and could not leave voice mail because it was not set up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).